Manufacturer narrative:
There are no specific events reported leading to the lead migration. The patient is reported to be relatively active, using their hands for work and participating in physical therapy. The implanted leads are placed so that they are going across the elbow joint, from the ipg in the upper arm to the median nerve in the lower arm. The implant location is a high mobility area and the patient actively uses that extremity for daily activities. It is unclear how compliant the patient was with post-op recovery restrictions while allowing the system to scar into place.

Event description:
Patient was implanted with a nalu pns system on (B)(6) 2025 and the system was activated on (B)(6) 2025. The system was implanted with the ipg placed in the lateral upper arm and the leads targeting the median nerve to treat right lower arm pain. The physician used both fluoroscopic and ultrasonic imaging during the implant procedure. The leads were sutured to the fascia at the time of implant. After using the system for some time the patient reported a sensation of the implanted lead "poking" near the thumb area. Assessment of the system found that the distal lead had migrated a few centimeters. On (B)(6) 2026 a surgical revision was performed to correct the migrated lead. During the revision, the physician was able to retract the migrated leads and return them to their original position. The leads were then sutured down to the fascia again to secure placement.